Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Upon further review, we have identified that the original malfunction report is indeed valid and should be maintained as such. Therefore, we are submitting this follow-up report to this (mfg. Report number 1119421-2024-00996) along with investigation details. Corrected information was provided h.11. Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned wrapped in gauze. Viscoelastic was observed on the lens. The lens was cut in half typical of a removal. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The specific issue was not provided. This file was created for a sample received indicated for another file for this facility. The patient information on the sample did not match the file indicated. This file was created to capture the patient information listed on the returned sample. The facility indicated they returned the wrong lens. However, as the information on the returned sample indicated an explant this file was retained. The facility stated that they sent the wrong lens accidently. The stated to dispose of the sample as they were not sure where it surfaced from and had already been credited in 2023. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. File will be reopened if new information is received. The manufacturer internal reference number is:(B)(4).

Event description:
A facility representative reported with a description of intraocular malfunction and lens exchange. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).